Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that upon impaction, the impaction part of the broach handle broke off of the instrument. Another handle was immediately available and no surgical delay was caused. Rep reported that x-rays, medical records, and further information is not available due to hospital policy.